Event description:
A customer reported an issue with a t: slim x2 pump battery that would not charge using the provided tandem charging cord and wall adapter. There was no adverse impact to the customer's blood glucose level. The pump started charging when non-tandem charging supplies were used. Technical support advised against using third-party charging supplies unless instructed for troubleshooting and arranged to send a replacement tandem wall adapter and cable to the customer.